Event description:
It was reported that upon device interrogation multiple episodes of non sustained lead noise were observed. Upon x-ray, it was found that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.